Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharge telemetry module was getting hot charging the ins. The patient reported she felt it burn her hip while charging, and there was a red mark on her skin, the patient stated she stopped charging and looked at the recharge telemetry module, and the cord was burned, and she could see the wires. It was reported the insulation pulled away from the charge coil. Patient was issued a new recharge telemetry module. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the rtm, s/n (B)(4), found that the recharge antenna cable insulation was torn at the donut end. If information is provided in the future, a supplemental report will be issued.